Manufacturer narrative:
(B)(4). The lot was manufactured may 11, 2015 ¿ may 13, 2015. The device was evaluated at baxter (B)(4) compounding facility. A visual inspection was performed and identified a white particle 0.25 square millimeters in size. Fourier transform infrared spectroscopy was performed and determined the particle is acrylic. The cause of the condition was not determined. A CAPA was opened to address this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white floating particle in a small volume intermate. This was noted before patient use. The device was filled with flucloxacillin. There was no patient involvement. No additional information is available.